Event description:
It was reported that during a gastric bypass procedure the device did not work properly. The clips did not feed into the jaws properly, they were feeding into the jaws sideways. Another device was used and the same thing happened. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 07/10/2008. Instrument a: dropping/ejected clips. Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument lockout was noted to be damaged as the lockout post were found broken. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were found.